Manufacturer narrative:
Per the instructions for use, valve malposition and paravalvular leak (pvl) requiring intervention are known potential adverse events associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. Deployment of the sapien valve too aortic has the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency; it can obstruct the coronary ostia; and lead to embolization of the prosthesis into the ascending aorta. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. In this case, the exact cause of the malposition cannot be confirmed, however the fair coaxial alignment of the delivery system/valve might have contributed to the event. The pvl was likely caused by the malposition of the valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the edwards affiliate in (B)(6), during a transfemoral tavr procedure, bav was performed, the 26mm sapien 3 valve then was positioned 60:40 aortic/ventricular and deployed 95:5 a/v. Post deployment echo showed moderate pvl. The decision was made to deploy a second valve. A second 26mm sapien 3 was placed and deployed in a 60:40 aortic position. After the implant, trivial pvl was observed with good results. The patient's native aortic annulus measured 22mm x 29mm by CT and had an area of 501cm^2. The native annulus/leaflets were moderately calcified. The image intensifier angle was described as good, the coaxial alignment of the delivery system and valve was reported as fair, ventilation was not held and there was no loss of pacing capture during valve deployment. The malposition is perceived to be due to the fair coaxial alignment of the delivery system and valve.